Event description:
Revision surgery - due to patient fell and ruptured their extensor mechanism in the knee. So just did a poly swap.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01625; 341-10-709, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.